Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused as two of the events occurred outside of the united states, information regarding a field representative visit was not provided. For one of the events, a field representative went onsite to evaluate the device and did not identify a specific root cause. Further investigation by the manufacturer did not identify a specific root cause for the events. Based on the provided data, contamination or clotting in the sample probe was suspected. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes <noe>3</noe> malfunction events where erroneous results were generated by the cobas c501 analyzer. There was one erroneous result for vancomycin, one erroneous result for c reactive protein gen 3 (crp) and one erroneous result for glucose hk for a total of three patients. One patient was female. The other patients' genders were requested, but were not provided. The patients' ages and weights were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.